Event description:
Report received from the USA stating that the device had exposed wires. It is known that the event did not occur during surgery. There were no pt or user injuries reported related to this occurrence. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).